Event description:
A 61-year-old male who previously had an impella cp placed for treatment of stemi and had remained stable without vasoactive support. Following heart-team evaluation, the plan was to upgrade support to an impella 5.5 and maintain the patient on mechanical support with planned CABG the following week. For the impella 5.5 procedure, the right axillary artery was accessed, and a 10×30 graft was anastomosed without tunneling. The left ventricle was crossed using a 5 fr × 65 cm pigtail catheter and 0.035 wire. A 0.018 wire was then positioned, and the impella 5.5 was advanced after priming. The device was double-barreled with the existing cp, and the cp catheter was withdrawn into the descending aorta to allow ramp-up of the 5.5. A 14 fr manta device was used to close the groin access site from the cp. The axillary graft was shortened to approximately 10 cm, and the blue suture ring was placed and secured. The repositioning sleeve and locking mechanism were advanced, accordioning the remaining graft into the pocket. The impella 5.5 was secured, repositioned under transesophageal echocardiography guidance, and locked at 43 cm. Echocardiography showed an inlet-to-aortic valve distance of 4.75 cm. Three-point securement was applied, and the patient was returned to room 3001 in stable condition. No device-related malfunctions were reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.